Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all patients' information not crossing from server to medstations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) connected with user and confirmed that the interface team had resolved the issue and explained that it had been caused by an incorrect build on the interface side. The system functioned as intended after customer resolved the device.